Event description:
It was reported by the customer that the device failed to power on during use on a cardiac patient. The crew was able to power the device back on and continue patient care. There were no adverse effects to the patient reported as a result of device use.

Manufacturer narrative:
(B) (4): physio-control evaluated the device and verified the reported intermittent failure. The main keypad and the power pcb to system pcb cable assemblies were replaced and then proper device operation was confirmed through functional and performance testing. The device was returned to the customer. Physio-control further evaluated the removed assemblies; however, the reported failure was not duplicated. The cause of the reported failure was not determined.